Event description:
It was reported that the patient with this right ventricular (rv) lead exhibited signs of a possible infection. The patient complained of breast swelling and arm pain after implant. The patient was referred to a physician. No additional adverse patient effects have been reported. This rv lead remains in service